Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the patient lay on a hard object during the night, rendering the screen unusable and the device difficult to operate; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, aligning with a device problem of fracture localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. Thank you for your prompt cooperation.